Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concommitant medical products: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that a vhr (ventricular high rate) episode occurred, classified as svt (supraventricular tachycardia) with rvr (rapid ventricular response), with the morphology of the rhythm getting larger then smaller. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.